Event description:
It was reported that the patient's system was explanted due to loss of stimulation/therapeutic effect despite multiple reprogramming attempts by multiple people. It was noted that the patient's "stimulation was just not helping and it was very positional". The reporter also indicated that the patient had a "very large unintentional weight loss" and the implantable neurostimulator (ins) eroded through her skin at the pocket. There were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Analysis of the lead found that the body was cut through and the product was segmented. Analysis of the implantable neurostimulator (ins) found that the battery had reduced capacity due to an overdischarge. It was stated, the ins was received with no telemetry. The total recharge count was 48, according to the trace report from the ins after the physician recharge mode recovery. The last recorded recharge session completed while the device was implanted was on (B)(6) 2012. The device was recharged for 7 minutes from a level of 3.775 to 3.790v. It was indicated, the patient used the device after the recharge session, according to the parameter trend diagnostic section. The battery discharged to lock mode on (B)(6) 2012.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.